Event description:
It was reported to target by a co rep that while delivering a 6th gdc coil, the delivery wire broke lower than the detachment portion of the coil. This occurred prior to the detachment time. The delivery wire was discarded after the case so no product was available for evaluation. Several attempts were made to retrieve the coil. No other info was given on this procedure.